Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient's skin irritation was confirmed. The patient reported that she had a bruised rib, a welt under her left breast, and a rash on her back. The patient's physician treated the patient for reported irritations. Follow-up indicated that the patient's physician ended use of the device. The medical outcome of the irritations are unknown.